Event description:
Event description guidant received information from the patient that during a test, a syncopal episode was experienced. The patient also wanted to know why were "some flat lines recorded in the device".